Manufacturer narrative:
(B)(4). Manufactured date: december 17, 2015 ¿ december 18, 2015. The device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed; the flow rate met product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred with a small volume infusor during patient use. The total fill and actual flow rate were unknown. The drug remained in the bladder after 5 hours from the expected medication time. There was no patient injury or medical intervention associated with this event. No additional information is available.